Event description:
The complainant reported that on (B) (6) 2009 the clinician was performing a laparoscopic cholecystectomy on a (B) (6) female patient using a segura hemisphere stone retrieval basket. During the procedure the physician was unable to close the device basket and retrieve the stone, as the basket was unable to be closed. The complainant reported that there was a stone in the basket when the event occurred. The physician obtained another segura hemisphere stone retrieval basket and successfully completed the patient procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has not yet been received for analysis. Upon the receipt of the device and the completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).